Manufacturer narrative:
The subject device has been returned to olympus for evaluation. In addition to the reportable malfunction mentioned in b5, it was observed, the video cable had an abnormal appearance. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility submitted a repair request to the olympus service center indicating, the camera head had an image that looked like black and white noise, due to a broken cable unit. Upon inspection of the customer¿s returned device it was observed, image noise was noted, and subject could not be recognized. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, bad image quality occurred due to malfunction of the imaging system occurred due to faulty charged coupled device (ccd). The cause defective ccd could not be identified. Olympus will continue to monitor field performance for this device.